Event description:
It was reported that pump displayed repeated cartridge alarm 30, with consecutive cartridges affected. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty pump replacement, instructed customer to place pump in storage mode, return it with a prepaid label, and then set up therapy and connected glucose sensor on replacement pump once received.